Manufacturer narrative:
Patient presented for battery replacement due to end-of-battery-life; patient pocket contained white particles (thought to be calcium deposits). No visible anomalies for device nor anything indicating white particles were due to device. No further action to be taken.

Event description:
Provider was performing a battery change and found little white particles in the pocket. These are calcium deposits. They happen sometimes with implants. While we do not think anything is wrong with the device, we are returning it out of an abundance of caution.

Manufacturer narrative:
Waiting for explanted device return for analysis.